Event description:
A remstar plus c-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam particles was found. The device was scrapped by the service center after the evaluation was completed.